Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify what is meant by "can not successfully fired, loosen and reinstall after firing again and successfully. "? Was the device difficult to fire? Or was there another issue? Please provide further detail of the issue. The device is difficult to fire. After reassembling, it can be used as normal. However, the staple line is incomplete. The doctor needs to sew the remaining quarter of a circle by hand.

Event description:
It was reported that during a hemorrhoidectomy procedure, cannot successfully fire, loosen and reinstall after firing again and successfully. However, only stitches stitches 3/4 laps, resulting in 1/4 department of sewing by hand sewing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57845. Device evaluation: the analysis results found that the pph03 device arrived with the breakaway washer present and with an off-center cut and with 2 staples stuck in the washer. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.